Manufacturer narrative:
Corrected data, initial: clinic notes inadvertently reference an explant that did not occur as the patient¿s initial device was removed during generator replacement surgery captured in supplemental 1. Corrected data, supplemental 1: brand name inadvertently not included. Corrected data, supplemental 1: model # and serial # inadvertently not included. Corrected data, supplemental 1: model # and serial # inadvertently not included.

Event description:
Patient underwent full revision (replacement of the lead and generator). The explanted products have not been received by product analysis to date.

Event description:
It was reported that a patient was previously implanted about 30 years prior, but had the device turned off about 4 months post-implant due to continuous hiccups. It was stated that the hiccups resolved after vns was turned off, and the device was never tested again. The patient's mother stated that the patient was having seizures every day prior to vns, and was seizure-free while vns was on. She was requesting consult regarding full revision with the newer model replacement due to the patient having uncontrolled daily seizures. Clinic notes were later received stating that the patient had vns implanted at (B)(6) years old which caused severe hiccups, so the device was explanted 4 months later. It was stated that the patient was currently implanted with a depleted vns. No further clarification was received to date. No additional, relevant information was received to date.